Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 451 mg/dl during the phone call. The customer stated she began experiencing high blood glucose levels the day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. The customer also stated she just give birth recently and she was advised to speak with her physician regarding alternate insertion sites to use.